Event description:
Spouse reported customer being hospitalized due to high blood glucose levels and dka. Md is unsure the cause of hospitalization at this time, but may be due to high stress and possible infection. Customer declined troubleshooting at this time-pump returned for analysis.